Event description:
A customer contacted beckman coulter inc. (Bec) and stated when they were running patient samples on the unicel dxc 800 pro synchron clinical system they noticed the analyzer was giving a message of "reagent too full" in the albm (albumin) cup and the module disabled. The customer checked the albumin cup and found that it was not draining and the reagent was overflowing from the cup. The customer described the volume of the leaked reagent as about 2-5 ml which has overfilled from the cup and was contained to the module area. The customer indicated that they cleaned up the reagent, cup and stir bar and then primed the cup, but it still did not drain and the cup was overflowing with the reagent. The leaking fluid was the albumin reagent and biological fluids. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, gloves and eye protection. No injury occurred to the operator. No erroneous patient results were generated.

Manufacturer narrative:
The customer was unable to resolve the cup overflow, and bec customer technical support (cts) generated a field service task and referred the issue to a field service engineer. Bec field service engineer (fse) was dispatched to the customer site on (B)(6) 2012. The fse removed the line from the module and vacuum manifold. The fse back-flushed the line to force debris out and the line was reinstalled. Instrument was primed and operation checked. The cause of the leaking was a clogged albumin module drain line. (B)(4).

Manufacturer narrative:
(B)(4).